Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on resetting the pump, and the customer successfully reset it without experiencing the same malfunction again. The customer continued using the pump and was advised to contact technical support if the malfunction code recurred.